Event description:
It was reported that during a monarc sling implantation procedure "one side of the needle tip connector of the sling did not fit in the helical needle." It was noted that "taking into consideration the physician is using for a long time ams monarc slings, he was loosing twice the sling into body during the surgery. Of course prolonged surgery, much bleeding. No post surgical complication." Additional information received on (B)(6) 2014 indicated that the monarc sling remains implanted and in use. "The problem was that in one side, the plastic click system belong to the mesh, didn't fit in the needle and loose." No additional patient complications have been reported in relation to this event.